Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were updated: h6 and h10. The d10, e1 "telephone number" and g2 fields were corrected based on the information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 10 years since the subject device was manufactured. Based on the results of the investigation, the charged couple device (ccd) unit during user handling. The event can be detected by handling the device in accordance with the following section of the instructions for use: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis lucera bronchovideoscope had no image. The issue was found during reprocessing for a bronchoscopy and it was completed with another device. There was no delay. There were no reports harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the white out image occurred due to a defective charge coupled device unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.